Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients battery site was infected. Symptoms were redness and swelling at the pocket site. The physician believed that the infection started from a suture that got infected so it was not device related, nor procedure related. The patient was treated with antibiotics and underwent an ipg explant procedure.